Manufacturer narrative:
The insulin pump was received with partially broken retainer. The reservoir does stay locked in. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with broken reservoir tube lip, pillowing keypad overlay, cracked battery tube threads, minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, serial number label missing and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had and piece missing from the ring. The patient¿s blood glucose level was 14.0 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.